Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report, the touch screen was responsive. Customer's blood glucose was 312 mg/dl. Customer would continue to use the pump for insulin therapy.